Event description:
Nurse was drawing up and mixing medication. When she finished, she turned and locked the safety sleeve and heard the audible click. She was listening to another nurse and the safety sleeve was pushed back onto the barrel of the syringe and the nurse was stuck in the palm of her hand.the manufacturer was notified 05/28/93.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.